Event description:
The patient reported that in 2009 his blood glucose measured 300 mg/dl at 8:00am and he found his infusion tubing was leaking insulin. He injected 7 units of insulin and his blood glucose returned to normal within 3 hours. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.